Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-605j-(B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area; the heat shrink tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 31:46 minutes,150,837 joules while using the surgical fiber during a prostate procedure, the fiber tip was damaged near the tip. The fiber was replaced and the procedure was completed using the second surgical fiber (211,862 joules). No patient injury was reported.